Event description:
It was reported that in 2006, the pt underwent an arthroscopic procedure to his right shoulder, which included arthroscopic labral repair, partial debridement of the rotator cuff, subacromial decompression and excision of the end of the clavicle to remedy the pt's labral tear with right shoulder impingement and partial rotator cuff tear. It is reported that he experienced unspecified injuries post-operatively, which required add'l medical intervention. No add'l info was provided.

Manufacturer narrative:
Date sent to the FDA: 06/27/2008. Unspecified injuries post-operatively occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.